Event description:
The patient reported severe pain and a sudden change in their therapy/symptoms. The severe pain covered their pelvic area, lower back, bladder, stomach, legs, vaginal area and buttock area. The patient had trouble walking and their symptoms became much worse. The patient was also taking 15 mg of morphine and it had not touched the pain.